Event description:
(Iab s/n unk) the clear hemostasis valve leaked right away. After the iab was attached, the leak stopped. The hemostasis valve was not returned to co for eval. The valve was discarded by the facility.